Event description:
Procedure: vaginal hysterectomy with anterior/posterior repair and insertion of supra-pubic catheter. Pencil was not activated. The pencil was hooked up to gas, but not touched. The cap was still on the tip of pencil. The pencil was placed on the field next to pt outside of the safety holster. The electrode conduction came out of the side of the pencil, drapes started on fire. Pt sustained a 2 cm burn 3 finger-breadths above umbilical.

Manufacturer narrative:
Initial reporter stated the sample will not be released for evaluation until approval is given by user facility legal advisor. The abc handpiece instructions for use state the following. Warnings: do not use in presence of flammable anesthetics, disinfecting agents, or other combustible materials. Isolate the handcontrol pencil on an accessory holster when not in use. This will prevent inadvertent contact with fluids, the pt, or surgical personnel. Cautions: before use, inspect the cord insulation and handcontrol pencil integrity and condition. If damaged, chipped, cut, or nicked, do not use the pencil.